Manufacturer narrative:
Corrected information provided. Additional information provided. Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation.

Event description:
26 patients were involved in the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that 28 patients experienced glistenings after intraocular lens (iol) implant surgeries. Additional information has been requested but not received to date. This is one of two reports associated being filed for this event. This report is for the pool of 28 patients that had surgery before (B)(6).